Event description:
The connect wire to the smart map box would not zero and the ffr wire failed to equalize. The device kept delivering square waves across the screen. The staff checked for possible reasons, however, they were unable to identify what was causing the issue. The wire was removed from the field and a second wire was dropped, which functioned properly. There was no adverse effect to the patient or staff.